Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up successfully. A review of the system logfile confirmed that the xray-pc did not start causing the boot up issue. The fse visited onsite and upon functional testing, the fse found that there was no power to xray-pc and confirmed that the xray-pc was defective. The defective xray-pc was returned for analysis, and it confirmed that the power supply was failed. To resolve the issue, the fse replaced the xray-pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.